Manufacturer narrative:
Additional information: b5, b7, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the event via medwatch (mw5092295-1). It was reported that prior to being diagnosed with mds, the patient had 4 cervical surgeries and in chronic pain since the first one. The first surgery was on 2002 and post-op, the health deteriorated month after month and on 2004, the doctor reported bad fusion to the patient. The patient felt that the plate dropped and screws popping in and out. The revision surgery was done on 2004 as the disc were crushing and the patient's neck was caged on 2006 after 3rd and 4th surgery. After 2.5 yrs, the doctor reported to the patient that the patient's symptoms are not matching with his findings. The patient feels that the implanted rods are cutting off the circulation and crushing the discs. The patient reported that every morning when wake up, the patient cannot lift head up straight, the rods press the nerves causing numbness to skull, shooting burning pain down the spine and losing feelings in the shoulders, arms and hands. The patient could not sit, stand walk for long time and physically do not have energy or strength to do anything. The patient anxiety levels are way out of control. The patient feels that her head is detaching from the neck and liberally floating and if don't lay down, the patient will fall down. The patient bone marrow transplant scheduled. There was no further information provided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via medwatch (mw5092295) that on unknown date, post-op, the patient suffered with unspecified injury. No more information was provided.